Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Blood glucose level was not provided. Reportedly, the customer's school nurse addressed the customer¿s blood glucose by manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.